Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The front panel cables and pressure/vacuum manifold were replaced and sent for in-house evaluation. Preventative maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "the case was canceled" (surgical procedure, delayed). Product problem(s): "the system was not responding" (no device output). The facility operating room manager reported the system was not responding. The patient was under anesthesia, but no incision had been made. The case was canceled. No patient injury was reported.